Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen cracked after the user fell while the device was in a running belt, and the device also became wet; the pump was no longer functional and no longer watertight, and a replacement was arranged. Symptoms included no reported adverse clinical effects, and the user reported a blood glucose value of 180 mg/dl without hypoglycemia or hyperglycemia. Outcomes included interruption of insulin pump therapy requiring device replacement and continued cgm use via dexcom app or receiver. Investigation included review of user report, verification of device serial information, and coordination for device return. Investigation of this device revealed physical damage to the touchscreen consistent with accidental impact and liquid exposure, resulting in loss of function. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated accidental damage unrelated to manufacturing or design.